Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported experiencing high blood glucose for the past week, and the doctor feels that the infusion set type that she was wearing has been the problem. During the call, the customer stated that she was hospitalized due to high blood glucose of 427 mg/dl. The customer was treated and released the same day. Troubleshooting was performed. The programming, time, and date were correct. Performed a high pressure test and the insulin pump alarmed motor error. Ran a fixed prime and displacement test and they passed. Advised the customer to change the infusion set and site, and call back if needed. No further info was provided.